Event description:
The gore viabahn endoprosthesis was implanted (B)(6) 2008. It was reported to gore that fore viabahn endoprosthesis failed and was bypassed on (B)(6) 2008 (20 days).

Manufacturer narrative:
This event included 4 gore viabahn devices. Refer to the following: device 1 - #2017233-2012-00802; device 2 - #2017233-2012-00804; device 3 - #2017233-2012-00805; device 4 - #2017233-2012-00806.